Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0a2fn, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va09s07, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A manufacturing representative reported that high impedances were measured during an implantable neurostimulator (ins) replacement surgery. The ins was being replaced due to reaching elective replacement indicator (eri) due to normal battery depletion. After the ins was replaced, high impedances were measured. The health care provider could not get the lead in the ins port without forcing it. The manufacturing representative stated that forcing the lead into the port may have led to the issue. The ins was replaced again, but high impedances were still measured on electrode one on the left side. The patient was not experiencing any symptoms related to the high impedances. Relevant patient history includes parkinson's disease and movement disorders. A manufacturing representative later reported that after the high impedances were measured, the ins was replaced and used without issue.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomaly. The ins was functionally okay with insignificant anomalies. The ins passed all functional testing. A lead insertion test showed that the lead insertion force was within specifications on both connector ports. The impedance measurement function was tested in saline and the ins measured normal impedances on all electrode pairs. No issue was identified when looking at the balseal connectors on x-ray. It was observed that there was a punchout hole in the #8 setscrew grommet.